Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 22.5 cm from the hub. The fracture faces were oval as if kinked prior to separation. There was tip damage. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 15dec2016. It was reported that the shaft broke in a portion that could not enter the patient's body. The target lesion was located in the distal right coronary artery (rca). A 2.50mm x 20mm nc emerge® balloon catheter was advanced to dilate the lesion. However, during procedure, it was noted that the device snapped at about 6 to 8 centimeters from the hub. The procedure was completed with a 2.5x20 emerge balloon catheter. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed hypotube break at about 22.5 cm from the hub.